Manufacturer narrative:
Information contained in this report was previously submitted through asr on 30/apr/2003. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and exchange due to concern with the product. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side "very severe loss of nipple sensation" and "moderate wrinkling." Additionally, healthcare professional reported exchange due to patient concern with the product and rupture. Device remains implanted.